Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer calling stating that her meter is displaying results that she considers are low for her. Customer is using this meter for the first time today. Customer states that her meter displayed results of 135 mg/dl and she considers this result to be low for her. Customer's normal expected blood glucose results are 160-180 mg /dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 155 and 154 mg/dl. The product is stored according to specification. The test strip manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history: 135mg/dl (B)(6) 2015 03:30:00 pm fasting:no.